Event description:
Patient underwent high dose radiation at the (B)(6) on (B)(6) 2025. Procedure requires spinal epidural for interstitial needle placement. Patient is transferred to diacor zephyr table with bilateral lower extremities in stirrups. Patient is then taken to MRI for verification of needle placement. During patient's follow up visit on (B)(6) 2025 patient noted to have a band aid covering a wound on outer right thigh. Patient had been following with his primary care after hdr procedure for which he reported to his primary care "following his brachytherapy and spinal block on (B)(6) 2025, he noticed a lesion on the lateral aspect of his right thigh. Suspects the lesion may be secondary to trauma from the brachytherapy." The patient's thigh could have rested against the stainless-steel portion of the diacor zephry stirrup mr-tek 350 stirrup while in the MRI machine (1.5 tesla cannon vantage titan). It was not recognized as a possible MRI burn until a second patient experienced a similar wound on (B)(6) 2025. Patient would have had spinal epidural which prevented him from feeling his lower extremities or the feeling of heat or pain during the hdr procedure or the MRI. A second patient experienced similar "burn" or "wound" to rle following positioning on zephry table during MRI imaging.